Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a regular follow-up appointment, a high capture threshold measurement and a high, out of range pacing impedance measurement (>2500 ohms) were noted from the right ventricular (rv) lead. A defibrillation threshold test (dft) was performed which confirmed the threshold was stable. Because the patient was not pacemaker-dependent, the physician elected to increase the pacing output through reprogramming and will continue with remote monitoring. However, recently another alert for out-of-range pacing impedance measurement was received. Boston scientific technical services (ts) was contacted and recommended a rv lead revision procedure to resolve the event. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a regular follow-up appointment, a high capture threshold measurement and a high, out of range pacing impedance measurement (>2500 ohms) were noted from the right ventricular (rv) lead. A defibrillation threshold test (dft) was performed which confirmed the threshold was stable. Because the patient was not pacemaker-dependent, the physician elected to increase the pacing output through reprogramming and will continue with remote monitoring. At this time, the rv lead remains implanted and no adverse patient consequences were reported.